Manufacturer narrative:
Customer report was confirmed. Rec'd (1) dpt - vamp adult kit. Tubing was found completely broken off from uv bond joint with reservoir. Tubing was bent near the site of damage.

Event description:
Pressure tubing broke off at vamp connection site.